Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the myocardial infarction was not reported. It was not reported if the patient was hospitalized prior to passing away, but the patient passed away at home. Treatment for the myocardial infarction was not reported. Dianeal therapies were ongoing up until the time of death, but it was not reported if the patient was performing therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported as myocardial infarction and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.